Event description:
It was reported that during a percutaneous coronary intervention, a stent damage occurred. Access was obtained via femoral artery. The >90% stenosed target lesion was located in the mid circumflex artery. A 2.50x20mm promus element plus coronary drug eluting stent was intended to be used for the treatment. When it was about to be inserted into the patient, it got caught on the opening of the tuohy still outside the patient's body. The struts appeared to have bent and lifted off from the stent delivery system specifically on the distal end. The device was then completely removed. The procedure was completed with another of the same device. No patient complications reported and the patient's status was fine.

Manufacturer narrative:
Devic is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).